Event description:
It was reported that the user received a low insulin alert and sought assistance with a supply change after damaging two inset 23" 6 mm infusion sets while pulling back the inserter before removing the needle cover and adhesive, leading to incorrect infusion set deployment; after troubleshooting and education, a third attempt was successful, and the cartridge had been filled prior to the call. Symptoms included no reported change in blood glucose. Outcomes included restoration of normal use following successful infusion set insertion and resolution of the low insulin alert through proper setup. Investigation included guided troubleshooting and user education on correct infusion set preparation and insertion steps. Investigation of this case revealed user error in handling the infusion set prior to insertion, resulting in device setup difficulty that was corrected with proper technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.